Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that during the revision procedure, the patient had a dura puncture while placing the lead and then underwent an explant procedure instead. Symptoms of dura puncture were unknown. The patient was prescribed florinef and was reportedly doing well. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient was experiencing headache due to dura puncture.

Event description:
A report was received that during the revision procedure, the patient had a dura puncture while placing the lead and then underwent an explant procedure instead. Symptoms of dura puncture were unknown. The patient was prescribed florinef and was reportedly doing well. No device malfunction was suspected.